Event description:
Routine complaint investigation when a consumer reported difficulty in calibrating a blood glucose meter to a new box of test strips. The meter retained the previous calibration code of the previous strips used. If the meter had been used to perform an assay, the results obtained would be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.